Manufacturer narrative:
After the evaluation is completed a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the lay-user/reporter claimed that the one touch ping insulin pump is reverting into the factory time/date of 01/01/2007. There was no evidence that a serious injury occurred due to the product issue. No other info could be gathered at this time. This complaint is being reported due to the alleged system failure possibly due to an internal battery issue.